Event description:
This patient exhibited diaphragmatic stimulation due to lead dislodgement. Bi-v pacing was programmed off and the patient is scheduled for an epicardial lead placement in the near future. No further information regarding this patient is available. Should additional information become available, this event will be updated.